Event description:
An apheresis donor reported to the plasma collection center that after donating and leaving the center they became diaphoretic lightheaded, dizzy and fainted. They were taken to the local emergency room where they were given IV fluids. They returned home, passed out again and returned to the local emergency room. What followed has not been made clear.